Event description:
It was reported that the customer's pump case would not clip securely causing the pump to fall and causing the cartrdige to brake and leak. The customer's blood glucose level was 318 mg/dl. The customer changed the cartridge and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.